Manufacturer narrative:
Concomitant medical products: 1458q92 lead and pm3242 ipg, implanted: (B)(6)2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection with bacteremia, a hematoma, and erosion. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.